Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was attempting to enter blood glucose values in the insulin pump and the numbers kept scrolling. Customer attempted to resolve issue by changing the battery and device alarmed battery out limit. Customer's blood glucose was 284 mg/dl, treated with a syringe. Customer was advised to remove battery for 10 minutes and clean battery compartment because of keypad issues. Device alarmed again after a new battery was inserted. Customer stated she wears the device between her breast due to belt clip was broken. Customer was advised to discontinue use of the device and revert to back up plan. Blood glucose of 0.5 mmol/l. No further information reported.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc, act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify battery out limit alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing.